Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The evaporation assembly was replaced to resolve the reported issue. Customer reports no patient information available. (B)(4).

Event description:
The hospital reported the unit was delivering high c02. There was no report of patient injury.